Event description:
It was reported that the patient received multiple inappropriate shocks. Lead issue was suspected. Possible output circuit damage was suspect. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported output circuit damage was confirmed. Multiple charges were aborted due to output circuit damage. An arc mark was observed on the ICD can and the presence of lead conductor material was found. The output circuit damage was found to be damaged during testing. The cause of the inappropriate therapy was due to svt.